Event description:
An imaging case report was published on j-stage by the japanese coronary association (doi: 10.7793/jcad.30.24-00011). Catastrophic ellis type iii coronary perforation from a high-pressure scoring balloon post intravascular lithotripsy (ivl) therapy was reported in a case that occurred in japan. Following the use of a 3.0mm ivl, the patient underwent dilation with a 3.0mm scoring balloon catheter at 20 atm without prior imaging, resulting in vascular perforation. The patient also experienced hemodynamic collapse in which the physician promptly established venoarterial extracorporeal membrane oxygenation. A covered stent was successfully deployed. Approximately 400 ml of bloody pericardial fluid was drained by pericardiocentesis, and the cardiac tamponade was resolved. Final angiography demonstrated complete hemostasis of the ruptured vessel, and the patient was discharged after cardiac rehabilitation without any sequelae. The physician does not believe the c2 catheter caused the vascular perforation. There was no ivl device malfunction reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation, hemodynamic instability, and cardiac tamponade could not be definitively determined based on the information available. The physician does not believe the c2 catheter caused the vascular perforation. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.